Event description:
The customer contacted physio-control to report that their device power on button is not responding. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and a thermally sensitive keypad assembly was determined to be the cause of the reported issue. The device was archived by physio-control and the customer was provided a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device power on button is not responding. There was no patient use reported with the event.